Manufacturer narrative:
(B)(4).

Event description:
This lv lead dislodged due to twiddlers syndrome. The physician was going to reposition the lead, however they thought another lead would be better suited for the patients anatomy. This lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.